Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: a flexima biliary stent and delivery system were received for analysis. Visual and media examination of the returned device found the guide catheter kinked, the push catheter suture hole torn, and the guide catheter cap detached. The suture didn't deploy the stent. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of suture deployment issue and stent failure to deploy. The investigation concluded that the reported events and observed damages were likely caused by procedural difficulties encountered during the stent deployment process. If the stent was stuck unable to deploy and excessive pressure was applied during deployment, this could have damaged the push catheter suture hole by the pressure that the suture was adding to the suture hole. The same pressure may have contributed to the guide catheter becoming kinked and detached from the cap. Therefore, the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03894 and 3005099803-2024-03895 for the associated device information. It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the bile duct for stricture management during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy as the suture was unable to be released. A second flexima biliary preloaded stent of a different size was used but the same problem occurred. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03894 and 3005099803-2024-03895 for the associated device information. It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the bile duct for stricture management during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy as the suture was unable to be released. A second flexima biliary preloaded stent of a different size was used but the same problem occurred. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.